Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the amount of active insulin was not displayed and this could affect future bolus advice recommendations. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.